Manufacturer narrative:
Complaint conclusion: as reported, a patient experienced a renal artery dissection involving an unknown cordis "rdc" guide catheter. The treatment for the dissection involved stenting the inferior branch of the left renal artery. There were no additional reports of patient injury. The renal artery dissection was noted before any ultrasound renal denervation product was introduced, and there was no allegation or complaint against any system component or ultrasound renal denervation therapy. An 86-year-old female underwent a renal denervation procedure. Pre-procedure, the physician noted distal fibromuscular dysplasia (fmd) and approximately 30% ostial stenosis in the right renal artery. While placing the rdc guide catheter from cordis in the left renal artery, the physician observed a small dissection flap in the inferior branch of the left renal artery. Additionally, the physician noted approximately 80-90% ostial stenosis in the superior branch of the left renal artery. These observations occurred before the paradise catheter was introduced into the vessel. The physician stented the ostium of the inferior branch of the left renal artery where the dissection was noted. A final angiogram was performed, which confirmed that all the vessels were patent. The patient's condition was stable, and she was discharged on the same day. The unknown cordis "rdc" guide catheter used during this procedure was not returned the non-cordis medical device company responsible for the renal denervation therapy devices. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported adverse event of " artery dissection" could not be evaluated. With the information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. Dissection is a known complication associated with the use of guiding catheters and is documented in the IFU as such users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. Torquing the guiding catheter excessively while kinked may cause damage which could result in possible separation along the catheter shaft. Should the guiding catheter shaft become severely kinked, withdraw the entire system (guiding catheter, guidewire, and catheter sheath introducer). Possible complications include but are not limited to the following: air embolism, hematoma at the puncture site, infection, perforation of the heart, vessel damage, dissection or perforation, vasospasm, ischemia, hemorrhage, arrhythmia, reaction to contrast media, death.¿ without the return of the device for analysis and based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a patient experienced a renal artery dissection involving an unknown cordis "rdc" guide catheter. The treatment for the dissection involved stenting the inferior branch of the left renal artery. There were no additional reports of patient injury. The renal artery dissection was noted before any ultrasound renal denervation product was introduced, and there was no allegation or complaint against any system component or ultrasound renal denervation therapy. An 86-year-old female underwent a renal denervation procedure. Pre-procedure, the physician noted distal fibromuscular dysplasia (fmd) and approximately 30% ostial stenosis in the right renal artery. While placing the rdc guide catheter from cordis in the left renal artery, the physician observed a small dissection flap in the inferior branch of the left renal artery. Additionally, the physician noted approximately 80-90% ostial stenosis in the superior branch of the left renal artery. These observations occurred before the paradise catheter was introduced into the vessel. The physician stented the ostium of the inferior branch of the left renal artery where the dissection was noted. A final angiogram was performed, which confirmed that all the vessels were patent. The patient's condition was stable, and she was discharged on the same day. The unknown cordis "rdc" guide catheter used during this procedure was not returned the non-cordis medical device company responsible for the renal denervation therapy devices. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.